Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stress urinary incontinence and vaginal vault eversion with concurrent cystoscopy, cystocele repair utilizing the mesh system, enterocele repair utilizing the mesh system, proximal rectocele repair utilizing the mesh system and bilateral sacrospinous fixation utilizing the mesh system. It was also reported that following insertion the patient experienced pain, extrusion, infection, bowel problems, bleeding and dyspareunia. It was further reported that patient underwent complicated excision of extruded foreign body & vaginoplasty on (B)(6) 2012. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stress urinary incontinence and vaginal vault eversion with concurrent cystoscopy, cystocele repair utilizing the mesh system, enterocele repair utilizing the mesh system, proximal rectocele repair utilizing the mesh system and bilateral sacrospinous fixation utilizing the mesh system. It was also reported that following insertion the patient experienced pain, extrusion, infection, bowel problems, bleeding and dyspareunia. It was further reported that patient underwent complicated excision of extruded foreign body & vaginoplasty on (B)(6) 2012. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.